Manufacturer narrative:
(B)(4). Date sent 7/18/2025. D4 batch #411d03. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with five sr75 (b-f) reloads present. All reloads were received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - ntlc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 411d03, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open laparoscopic resection of malignant colic tumor for descending colon cancer, the device was used on the descending colon at the 4th firing of functional end to end anastomosis. During closing the wound (colon to colon) at the 4th firing, the firing force was higher than expected at the overlapping part of the staples, but the doctor felt that this is as usual, so the firing was continued, but the state of the center part became open. It seems like it was moved forward by tearing off rather than the staple line was not completed. There was no bleeding, but the mucosa surface was exposed. The tip part seemed to have been stapled, but there was concern that the staples had formed as intended, so an additional suture was not performed by suture. The main body was used as it was, a new cartridge was taken out, and the lower part (including the missing part) was sutured and removed to complete the procedure. Buried suture was performed as usual. As of today, the patient's condition is no problem. The doctor is a heavy user of ntlc75 that has been used long before. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 7/16/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.